Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with for a longer length lens due to low vault. The exchange resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).